Event description:
It was reported that a critical procedure was interrupted by multiple reboots of the epiq cvxi ultrasound system. During a mitral valve teer (transcatheter edge-to-edge repair), the system displayed misaligned images. To complete the procedure, the system was rebooted three times. There was no reported patient or user harm as a result of this issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A philips field service engineer reloaded the ultrasound system software to resolve the customer¿s immediate concerns. A thorough investigation was conducted to determine the cause of the reported problem. The system logs were reviewed, and testing was performed; however, the issue was not able to be reproduced. The system has returned to service with no similar issues reported.